Manufacturer narrative:
Physio-control provided customer with the part number for a replacement energy select knob, retainer, and label. The device will not be evaluated by physio-control. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device's sternum paddle energy select knob was broken. There were no reports of pt use associated with this event.